Event description:
It was reported that a smiths medical medfusion® 4000 wireless syringe infusion pump alarmed "travel reverse error check clutch/plunger" while the patient was in magnetic resonance imaging (MRI). The syringe was reported to be repositioned twice with same alarm shown. Subsequently, the pump was shut down and restarted, losing infusion information. There were no reported adverse patient effects.

Manufacturer narrative:
One smiths medical medfusion® 4000 wireless syringe infusion pump was returned for analysis in good condition. The event history log was reviewed and found a "travel reverse error check clutch / plunger" error in history. Evaluation tests performed to attempt to duplicate complaint resulting in inability to replicate complaint. The medication syringe was removed without problem and continued infusion without having to power down the pump. Based on the evidence, the customer did not press the stop button before removing the syringe from the pump. Preventative maintenance was performed and passed functional / delivery testing.